Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. Two 6.0x120x150-hybrid sterling balloon catheters were advanced for dilatation. However, both balloons ruptured upon initial inflation. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon was loosely folded, and the device was bloody. Analysis of the tip, balloon, markerbands, inner/outer shaft included microscopic and visual inspection. Inspection revealed the balloon had burst that was 22mm in length. Inspection of the rest of the rest of the device found no other damage or defect. The reported rupture was confirmed.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. Two 6.0x120x150-hybrid sterling balloon catheters were advanced for dilatation. However, both balloons ruptured upon initial inflation. The procedure was completed with another of the same device. No patient complications nor injuries were reported.